Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated he was priming and received the motor error; he did a rewind he tried to prime again and received a motor error. Customer took the reservoir out and performed manual prime and insulin was could not exit. Finally he changed he reservoir and infusion set and stated that now he is able to prime. Device was not exposed to a magnetic field. Customer does use the sensor feature. Customer declined to replace the insulin pump as he stated that it is functioning and the alarm was due to the set. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 reports regarding this event. See manufacturer report number 2032227-2014-62787 for reservoir.